Manufacturer narrative:
(B)(4). Concomitant products: guide wire: bmw universal ii; guide catheter: ebu 3.5; other: 6f guidezilla. Guide catheter/sheath selection. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. Evaluation summary: the device was returned for evaluation. The reported difficulties were confirmed. Additionally, the distal tip was noted to be torn for a length of 0.5mm. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the instructions for use (IFU) states that the minimum guiding catheter compatibility inner diameter (ID) for a 2.5x28 mm device is 6f (0.070inch/1.8 mm) whereas guide catheter extensions are delivered through a guide catheter resulting in an inner diameter that is approximately 1 french smaller than the guide catheter. In this case, the 6f guide catheter extension used had a 0.057inch ID which is less than the recommended minimum ID. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that after inserting the 2.5 x 28 mm implant delivery system into the 6f guide catheter extension, the implant became stuck. They managed to remove the delivery system and a 2.5 x 28 mm xpedition stent was advanced without any issue and successfully treated the proximal left anterior descending artery. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. The returned device analysis revealed that the tip of the 2.5 x 28 mm implant delivery system was flared and torn.